Event description:
Reportedly, inserted cholecyst into the pouch and pulled it back slowly. When it was almost removed from the patient cavity, the pouch broke. The broken parts and cholecyst fell into the patient cavity. The surgeon retrieved all the things he could find. The instrument was removed by extending the incision (5mm). No bleeding. X-ray check was performed, but the surgeon is not certain if all parts were retrieved. Sex: male. Procedure: lap chole.